Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow keypad button was unresponsive and the other buttons were responding to presses but did not have normal spring back or click. There was evidence of keypad contamination found under the keypad buttons and corrosion under the up arrow keypad button.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow button stopped working. The reporter stated that the pump was rebooted and the pump was unable to be unlocked. The reporter stated that during the rewind, load, and prime the up arrow button would not work. The reporter indicated that yesterday the arrow button took multiple presses to respond. The patient reportedly wore the pump attached to a belt. This report is made based on the allegation of the up arrow button issue.